Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the upper buttocks. On (B)(6) 2023, the pediatric patient experienced a skin reaction with redness, inflammation, pustules, soreness, and abscess, and infection, at the needle puncture site. The parent contacted a healthcare provider (hcp), and the skin reaction was treated with a prescription of an oral antibiotic, flucloxacillin (dosage and duration unknown). At the time of the report the patient was stable. No additional patient or event information is available.